Event description:
During procedure ice traveled length of shaft to handle instead of just forming at tip. This was discovered by the skin around treated area becoming cold and hard. Procedure was stopped and thawing was done. No patient injury was reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. The device was expired at time of use. No patient injury was reported.